Manufacturer narrative:
Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Device usage this device is used for treatment.

Event description:
It was reported that the superior endplate of an implant became dislodged when the cartridge was removed following recommended surgical technique. There was no reported patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the superior endplate of an implant became dislodged when the cartridge was removed following recommended surgical technique. There was no reported patient impact.